Manufacturer narrative:
Data analysis was not performed on customer¿s results due to improper testing technique. Per general description of complaint, pt was testing on the same finger. Per product user guide, re-sticking the same site may cause pre-analytical errors in fingerstick and may lead to unexpected inr results or errors in testing. A new finger site should be used when re-testing on the inratio meter. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Investigation results from a previous case: donor 1: return1: 1.5; in-house2: 1.4; in-house3: 1.6; mean: 1.50; sd: 0.10; %cv: 6.67. Donor 2: return1: 2.0; in-house2: 2.1; in-house3: 2.0; mean: 2.03; sd: 0.06; %cv: 2.84. For each pair of replicates for each sample of strip lot 243934, mean and standard deviations were calculated. In-house test results were 6.67% and 2.84%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required. As of 2/1/2011, seventy discrepant result complaints were reported for lot #243934, yielding a complaint rate of 0.052%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(4) 2011; inratio: 1.4, 2.8. Pt¿s therapeutic range: 2-3 inr.